Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation caused swelling and redness at the pod site (abdomen) while wearing the pod. The pod was reportedly leaking while worn for between 25 and 36 hours. The patient went to the sick fund where the nurse put on a plaster with an antiseptic for treatment.

Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.